Manufacturer narrative:
Product analysis: analysis could not confirm the booting issue, the programmer booted up in 43 seconds. However, it was found that there was an error indicating that the programmer had overheated. The noise issue was confirmed, it was found that the power supply fan and system fan were noisy. It was also noted that the left keyboard hinge was broken, the keyboard was missing screws, and the lower case feet were worn. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not completely boot up, and was making strange sounds. It was also requested that the programmer's software be updated. The programmer has been returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.